Event description:
Pt was revised to address pain attributed to malignment.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the complaint database did not find any additional reports of this nature for the tibial tray product code/lot provided since its respective release for distribution. Review was not possible for the femoral component as no product code or lot number was provided. The investigation could not determine the exact root cause, but initial info provided indicates valgus malignment. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.